Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-21357. The reported event occurred in (B)(6). It was reported the pt experienced loss of stimulation. Surgical intervention revealed there were tear signs detected on the lead and extensions. As a result, the lead was explanted and replaced. However, the extension was left implanted. It was reported the pt continued to experience loss of stimulation after lead replacement. At this time, the physician explanted and replaced the ipg as well. Effective therapy was restored post-surgery.